Event description:
Upon interrogation, an error message appears with a "rom fds" error. A cu reset was unsuccessful on two programmers. A reinitialization was also performed unsuccessfully. The device was recommended for explant. On 12/03/2009 - this device was returned. Per oos, this device was unable to obtain telemetry. A magnet rate of 90ppm was obtained. This device was replaced with a cylos dr, (B) (4). This file was reopened and the rp number and explant date were added. This file was upgraded to a priority at the request of (B) (6) medical center.